Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20 user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose results. The expected fasting blood glucose test result range is 110 to 116mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is 7/29/2017 the meter memory was reviewed for previous test result history: (B)(6).